Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported this report of a syringe was connected via tubing to obtain a vitreous specimen and aspirated, but it was not aspirated and advisory 3300 (please wait while the cassette is draining) was displayed during a vitrectomy surgery. The product was replaced and the surgery was completed. The condition of actuation and cutting was unknown. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the low pressure air source port of the cassette body contained a small crack. The lpas air path is for air to travel to the infusion cannula line though the auto stopcock duckbill check valve. The cassette was returned wet, turbid, and cloudy with fluid remaining in the cassette. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. The returned sample was could not be tested for a full evaluation and therefore the customer's event was unable to be replicated due to the returned condition of the cassette. The root cause of the customer's event could not be conclusively determined. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. While a crack on a cassette port was observed, the remaining testing could not be performed to isolate and confirm the failure mode and root cause. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation which prevented a full evaluation of the returned device. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).